Manufacturer narrative:
Other description: physical product analysis is not required for skin discomfort/irritation complaints because there is no way to determine the level of skin discomfort/irritation through analysis of the physical product. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced skin irritation described as itching and a rash where the sensor is located. It was further reported that the patient "(h)ad a bad outbreak from the adhesive on the sensor" and "had a real bad reaction blisters." The patient went to the hospital and "is still on the cream that was given from the hospital." It was also reported that while answering a customer experience survey the patient "had a severe allergic reaction to the gel" and was in the hospital when the device was removed. The patient stated "they had to prescribe medicine for it." The sensor was not replaced. No further patient complications have been reported as a result of this event.